Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported an alleged instrument issue: surgeon was reaming for cup and pushing down on drill hand piece. Both reamer shafts broke at attachment. We were able to complete surgery with another trident pan present. Surgery was completed.

Manufacturer narrative:
An event regarding crack/fracture involving a acetabular reamer handle was reported. The event was confirmed. Device evaluation and results: ¿the power tool coupling was broken, however the piece(s) that were broken off were not returned with the device. The teflon sleeve was not returned either. There was significant signs of wear and material deformation on what remained of the power tool coupling. This breakage may have been caused by an overload of force applied in the power tool coupling region over time, as well as wear due to repeated use. The rest of the complaint sample showed significant signs of wear in the form of scratches, nicks and gouges through.¿ medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation confirmed the reported event based on the supplier's analysis which concluded that the fracture may have been caused by an overload of force applied in the power tool coupling region over time, as well as repeated use.

Event description:
Sales rep reported an alleged instrument issue: surgeon was reaming for cup and pushing down on drill hand piece. Both reamer shafts broke at attachment. We were able to complete surgery with another trident pan present. Surgery was completed.